Event description:
A consumer reported receiving higher blood glucose values that did not signal a hypoglycemic event that caused them to be involved in an automobile accident. Investigation showed that the consumer was using expired test strips in their meter that would have contributed to the inaccurate readings.